Manufacturer narrative:
Investigation:bd was able to verify the reported issue of foreign matter on the catheter. When the samples arrived it appeared to have a strand on one sample and excess silicone on all of the samples. The sample were sent for fourier-transform infrared spectroscopy which verified the clear droplets were silicone an the strand was a hair. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. For the foreign matter defect (hair) based on the investigation results to date the root cause was not determinate for this complaint.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue of particles or small pieces from the cannula material on the outer surface of the cannula. This occurred once with lot# 7172785 and once with lot# 7088760.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7172785. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-07-07. Medical device lot #: 7088760. Medical device expiration date: 2022-03-31. Device manufacture date: 2017-04-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ IV catheter there was an issue of particles or small pieces from the cannula material on the outer surface of the cannula. This occurred once with lot# 7172785 and once with lot# 7088760.